Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that on first day of wearing insulin pump he experienced low blood glucose of 50 mg/dl. Customer removed insulin pump and preferred not to wear insulin pump until further training. Customer declined to be transferred to helpline.